Manufacturer narrative:
The MFR has rec'd the sample and will be evaluated. Results are expected soon.

Event description:
The PICC was placed by (B)(6) but the pt came to us because it was leaking fluid at the insertion site; so when I pulled this PICC out cause I placed a new PICC in the left arm, I only pulled about 2 cm out where the PICC looked like there was a straight across cut in the line. It didn't look like a hole blow out...more like a cut and it was just hanging on by a thread.